Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("malposition of essure device location of device: could not locate devices during hysterectomy") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (batch no. 626699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included haemorrhoids. Concomitant products included alprazolam, bupropion (wellbutrin), buspirone, cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), diazepam, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), gabapentin, linaclotide (linzess), meloxicam, pregabalin (lyrica), sertraline (zoloft), tapentadol hydrochloride (nucynta), vicodin and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic congestion ("pelvic congestion syndrome"), menorrhagia ("symptoms of heavy bleeding"), neuralgia ("neuropathic pain"), myofascial pain syndrome ("myofascial pain") and pelvic floor muscle weakness ("pelvic floor dysfunction"). The patient was treated with surgery (total hysterectomy which resulted in the removal of the coils in her fallopian tubes) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and uterine haemorrhage was resolving, the device dislocation, dysmenorrhoea, dyspareunia and pelvic congestion outcome was unknown and the uterine leiomyoma, depression, anxiety, menorrhagia, neuralgia, myofascial pain syndrome and pelvic floor muscle weakness had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, myofascial pain syndrome, neuralgia, pelvic congestion, pelvic floor muscle weakness, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: shortly after the essure procedure, patient began experiencing severe pelvic pain and uterine bleeding, none of which she equated to be from the essure device. Patient was later diagnosed with uterine fibroids. Most of patient's symptoms resolved after the (B)(6) 2013 surgery. Patient was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed full occlusion in 2008, a CT was done following the procedure that showed two metallic essure micro inserts in the bilateral uterine fallopian tube junction. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received:the event depression, anxiety, device dislocation, dysmenorrhea, dyspareunia, pelvic congestion syndrome, menorrhagia,neuropathic pain, myofascial pain, pelvic floor dysfunction added.concomitant medication,lot number,reporters,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("malposition of essure device location of device: could not locate devices during hysterectomy") and uterine haemorrhage ("uterine bleeding") in an adult female patient who had essure (batch no. 626699-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included haemorrhoids. Concomitant products included alprazolam, bupropion (wellbutrin), buspirone, cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), diazepam, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), gabapentin, linaclotide (linzess), meloxicam, pregabalin (lyrica), sertraline (zoloft), tapentadol hydrochloride (nucynta), vicodin and vicodin (norco). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic congestion ("pelvic congestion syndrome"), menorrhagia ("symptoms of heavy bleeding"), neuralgia ("neuropathic pain"), myofascial pain syndrome ("myofascial pain") and pelvic floor muscle weakness ("pelvic floor dysfunction"). The patient was treated with surgery (total hysterectomy which resulted in the removal of the coils in her fallopian tubes) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and uterine haemorrhage was resolving, the device dislocation, dysmenorrhoea, dyspareunia and pelvic congestion outcome was unknown and the uterine leiomyoma, depression, anxiety, menorrhagia, neuralgia, myofascial pain syndrome and pelvic floor muscle weakness had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, myofascial pain syndrome, neuralgia, pelvic congestion, pelvic floor muscle weakness, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: shortly after the essure procedure, patient began experiencing severe pelvic pain and uterine bleeding, none of which she equated to be from the essure device. Patient was later diagnosed with uterine fibroids. Most of patient's symptoms resolved after the (B)(6)2013 surgery. Patient was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed full occlusion in 2008, a CT was done following the procedure that showed two metallic essure micro inserts in the bilateral uterine fallopian tube junction. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy which resulted in the removal of the coils in her fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage and uterine leiomyoma was resolving. The reporter considered pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: shortly after the essure procedure, patient began experiencing severe pelvic pain and uterine bleeding, none of which she equated to be from the essure device. Patient was later diagnosed with uterine fibroids. Most of patient's symptoms resolved after the (B)(6) 2013 surgery. Patient was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirmed full occlusion in 2008, a CT was done following the procedure that showed two metallic essure micro inserts in the bilateral uterine fallopian tube junction. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.